Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), a right ventricular (rv) lead and a left ventricular (lv) lead showed high pacing impedance, out of range for both rv and lv leads. Also, the rv lead showed high, out of range shock impedance. There were ventricular arrhythmia episodes that appear to be triggered due to noise over sensing on the rv and high voltage channels for which inappropriate anti-tachycardia pacing (atp) was delivered. Furthermore, there is questionable rv capture. The rv lead was explanted at a surgical intervention, the lv lead and the crt-d remain in service, also, the right atrial lead was surgically abandoned due to other/non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), a right ventricular (rv) lead and a left ventricular (lv) lead showed high pacing impedance, out of range for both rv and lv leads. Also, the rv lead showed high, out of range shock impedance. There were ventricular arrhythmia episodes that appear to be triggered due to noise over sensing on the rv and high voltage channels for which inappropriate anti-tachycardia pacing (atp) was delivered. Furthermore, there is questionable rv capture. The rv lead was explanted at a surgical intervention, the lv lead and the crt-d remain in service, also, the right atrial lead was surgically abandoned due to other/non-product experience. No additional adverse patient effects were reported.